Manufacturer narrative:
There is no evidence that the pipeline was explanted from the patient. The pipeline flex delivery system has not been returned for evaluation. The reported product was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received information that 3 days post pipeline placement, the patient had a delayed rupture and expired.